Manufacturer narrative:
The kit containing cc1.p1 and the ip2 introducer (ip2p) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause could not be determined. However, the probable root cause for the reported complaint could be due to human misuse as the customer was going off label for the use of the ins030 hand drill. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
This report is 1 of 2 for the third case based on french authority report (ansm) which indicates that 3 different doctors experienced this same issue in intensive care. This report is linked to mfg report number 1722447-2024-00006: a facility reported that the drill bits from licox kit ip2p are not adapted to cranial hand drill ins030. No patient injury or increased surgery time has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.